Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient woke up from a pulsing sound coming from the pacemaker. The sound kept on going for twenty minutes. The patient was brought into the clinic and pacemaker interrogation did not reveal any anomalies or problems with the pacemaker. The cause of the event is unknown. The patient will continue to be monitored.